Manufacturer narrative:
The manufacturer previously reported a failure of the power management board to power. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to ferrite (e2).

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.